Event description:
Patient revised for polyethylene wear.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the submitted device confirmed unanticipated wear for a polyethylene knee device implanted for approximately four years. The investigation found evidence of third body debris introduced into the joint space contributing to accelerated wear. A search of the complaint databases did not show any additional reports against the product lot code. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.